Event description:
Infant with spina bifida, myelomeningocele and shunted hydrocephalus displaying increased irritability and somnolence. Returned to surgery where ventricular catheter found to be patent, but osv valve ii not working. Valve was replaced and patient's symptoms resolved.